Manufacturer narrative:
Fsca number: (B)(4). The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.

Event description:
After connecting the tacticath se catheter to the tacticath quartz, the ensite did not display contact force information. All connections were checked, unplugged, reconnected again but it was not possible to get any contact force data on ensite precision system. This issue was resolved by replacing the catheter with another one of the same model. There were no adverse health consequences to the patient. Catheter will be sent back for further evaluation, there are no log files available anymore.

Manufacturer narrative:
The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.